Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarm 1 (no pressure change when expected) occurred. The customer reinstalled their current cartridge or cleared the alarm to resolve the cartridge alarm 1's. Additionally, it was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 182-190mg/dl. The customer loaded a new cartridge to resolve both issues.